Event description:
It is reported that there was a foreign substance on the articular surface in the sterile package. The surgery was finished with another surface of the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.